Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging inaccurate high comparisons performed on his onetouch verio2 meter compared both to a laboratory device and to a1c results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started reading inaccurately between mid and late (B)(6) 2016, when he obtained an alleged inaccurately high blood glucose result of "109 mg/dl" on the subject meter compared to "72 mg/dl" on a laboratory device, performed within 10-30 minutes of each other without intervention of food or medication. Based on statistical methodology, the calculated difference between the reported results falls outside lfs' accuracy criteria. The patient also reported that he obtained an unknown a1c result and an a1c of "5.8 mmol/dl" compared to alleged inaccurate high, unknown, results on the subject meter. The patient manages his diabetes with oral medication, diet and/or exercise. He reported that he continued with his usual diabetes management routine after obtaining the alleged inaccurate results and administered 1000mg of metformin each day and 0.5 mg of glimepiride as needed. He claimed that on an unknown date and time, he developed symptoms of "shakiness". He denied receiving any treatment for his symptoms. During troubleshooting, the cca noted that the patient's meter was set to the correct unit of measure, his test strips had been stored correctly and the test strip vial was not cracked or broken. The patient had taken samples from the same approved sample site and he described the correct testing steps. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of severe hypoglycemia, after the alleged meter issue began.